Manufacturer narrative:
The product was not requested for further investigation. The production data comply with the specification. Production reports were reviewed. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient's clinical specialist reported that the patient's wife could not wake him up on (B)(6) 2013 and had to call for an ambulance. The patient was treated with fluids and an IV of glucose at the hospital. His blood glucose level was 40 mg/dl. His target range is 90-130 mg/dl. He was removed from his infusion device at the hospital. He did not resume using his infusion device after being released from the hospital on (B)(6) 2013. The patient thinks the cause of the low blood glucose could be due to making adjustments to his basal rates. He stated that he also may have been doubling some of his boluses by delivering them with his infusion device and using his blood glucose monitor. The patient made no allegation against the performance of the infusion device. No product was requested to be returned for product evaluation.